Event description:
Dealer reported that the power chair had a bent fork. This issue could cause the chair to be unstable and the user could tip over in the chair and be injured. The user reported that they drive the chair in the street which is against the labeling in te user's manual.